Manufacturer narrative:
This follow-up MDR has been created to document the identity of the complaint device/product as omnisure. Omnisure is asr reportable and therefore this complaint will be reported on asr product code (B)(4) bi-monthly report ending 11/30/2016.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, patient implanted with competitors pelvic mesh product on (B)(6) 2005. On (B)(6) 2011, patient underwent a revision surgery. During this surgery, she was implanted with a coloplast pelvic mesh product. On (B)(6) 2014, patient underwent a revision surgery for the purpose of excision of the area of mesh erosion with revision of the vaginal anterior wall, as well as for cystoscopy. The products were implanted to treat stress incontinence, or to revision previous failed attempts to treat this condition. Later, patient experienced significant mental and physical pain and suffering, has sustained permanent injury, severe emotional distress and will likely be forced to undergo corrective surgery.